Event description:
The pt contacted lifescan (lfs) alleging that the meter was set to the incorrect unit of measurement (uom). The med affairs spec (mas) spoke to the pt / lay user and confirmed / verified the following info. Per pt the meter may have been set to the incorrect uom for "some time". She only noteiced yesterday the decimal point with the reading of 9.7 mmol/l(174 mg/dl). She did not experience any symtoms and took 20u of humalog and then contacted her physician for assistance. When she contacted the physician's office was told that her physician had left and she needed a new physician. She then contacted lfs for assistance. The pt does not recall recently going into the meter settings and changing the uom. The meter was previously set to the correct uom. The meter is not a new product (out of box). Customer care agent (cca) sent the pt a replacement meter.